Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient had symptoms of high blood glucose levels, vomiting blood and high ketones. Patient was treated with intravenous therapy with nausea medication. No other information was able to be obtained.